Manufacturer narrative:
Exact date of event is unknown. (B)(4).

Event description:
A valiant was implanted for the endovascular treatment of a thoracic aortic aneurysm on an unknown date. Aneurysm and vessel morphology at time of implant are unknown. It was reported that the patient was in for a routine follow up. A proximal type I endoleak was noted due to proximal coarctation anatomy. The patient was treated and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.